Event description:
Physician was attempting to use spider device against caudal embolization in patients during vascular interventional procedures, with vascular sites including peripheral vessels, coronary arteries, and carotid arteries. It is reported that while using an embolic protection device, the physician found that the protection filter could not be retrieved into the introducer sheath. Another device was replaced for use, and no harm was caused. No patient injury reported

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.